Event description:
It was reported that the patient experienced right phrenic nerve injury post procedure. The procedure involved cfae ablation followed by pvi. The patient was not resolved as of (B)(6)2010. This event occurred was part of a clinical study on the carto 3 system. Phrenic nerve injury is considered as an anticipated adverse event of the procedure.

Manufacturer narrative:
(B)(4). The event was described as procedure related and the product was not returned for investigation.